Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue medication lokelma 10gm pocket. A technical support specialist tss found in myqlink mql that there were two item ids with the same name. The customer confirmed that the user had recently taken over the facility from a different pharmacy and were still working on cleaning up the duplicate item ids. The tss reviewed mql transactions and found no references to restocking bins. In the populate buttons screen, there were no failed drawers. Zone 05 showed a cubie drawer, and zone 11 showed a matrix drawer. The tss informed the customer that no restock activity appeared in mql for the items, which suggests that facility staff may not have followed the restock workflow, including scanning labels when placing the item into the cabinet. The tss requested contact information for a facility staff member to walk them through cycle counting the bins. The customer stated that the user would contact the facility to have them cycle count the items. The tss guided the customer through reviewing completed transactions in mql and advised the user to have the facility cycle count the item to adjust the qoh to resolve the issue. The tss also instructed the customer to ask the facility to contact tss if they have any questions or issues during restock and to call while they are performing the restocking process. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer was unable to issue lokelma 10 gm packet. The customer stated that the system indicated there was not enough medication in the cabinet, even though the facility confirmed that the item had been restocked the previous day. The customer also stated that they had recently taken over the facility from another pharmacy and were still in the process of cleaning up duplicate item ids in the system. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.